Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The complaint sample appeared to have residue throughout. A split was noted on the attached catheter approximately 4.3 cm from the distal end of the cath-lock. The edges of the split on the attached catheter were noted to be uneven. The surface could not be determined as additional damage will be caused in area. Therefore, the investigation is confirmed for the reported catheter fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6)2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2025, the patient complained of pain during medication administration and additional cracks were discovered in the catheter upon removal. There was no reported patient injury.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure, the patient complained of pain during medication administration and additionally cracks were discovered in the catheter upon removal. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.